Manufacturer narrative:
Investigation summary: it was reported the devices had silicone coverage. To aid in the investigation, one hundred fifty samples were received for evaluation by our quality team. Sixty samples were from lot 2200732 in twelve bags. The units were five per bag and the bags were numbered 63, 64, 66, 67, 68, 71, 72, 75, 81, 97, 98 and 107. Forty samples were from lot 2278904 in eight bags. The units were five per bag and the bags were numbered 1, 2, 3, 9, 10, 15, 17 and 21. Fifty samples were from lot 2319532 in ten bags. The units were five per bag and the bags were numbered 2, 4, 9, 17, 19, 21, 22, 23, 56 and 61. Each unit was inspected under a 30x microscope, and no lubricant or residues of lubricant were observed. Each sample was then tested for residues from the cleaning process and tested using a white cloth cleanliness method and no lubricant residuals were found. Samples were then tested by the sem/edx analysis using a general area of the needle for any elemental differences. In all the units, only stainless steel was detected. There was no sodium, potassium or lubricant from the siliconization process. A device history record review was completed for provided material number 301643, lots 2200732, 2278904 and 2319532. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The review also confirmed the lubrication station was disconnected while producing these lots and the inspections performed detected no lubricant on the needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Event description:
It was reported that silicone was found on the bd¿ needle during a visual inspection. This occurred at least once each in lots 2200732, 2278904, and 2319532. The following information was provided by the initial reporter: "while performing incoming visual inspection, qc technicians rejected the parts for silicone coverage. Five samples for each batch were selected from the sampling to perform the silicone coverage test and were deemed non-conforming. Per specification, 05-8020 (note 1: no silicone coated) parts should not contain the presence of silicone."

Event description:
It was reported that silicone was found on the bd¿ needle during a visual inspection. This occurred at least once each in lots 2200732, 2278904, and 2319532. The following information was provided by the initial reporter: "while performing incoming visual inspection, qc technicians rejected the parts for silicone coverage. Five samples for each batch were selected from the sampling to perform the silicone coverage test and were deemed non-conforming. Per specification, 05-8020 (note 1: no silicone coated) parts should not contain the presence of silicone."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2200732 d.4. Medical device expiration date: na h.4. Device manufacture date: 19-jul-2022 d.4. Medical device lot #: 2278904 d.4. Medical device expiration date: na h.4. Device manufacture date: 05-oct-2022 d.4. Medical device lot #: 2319532 d.4. Medical device expiration date: na h.4. Device manufacture date: 15-nov-2022. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.